Event description:
Customer called stating that they are having problems with the display. A review of the system was conducted over the phone. Through this review, it was determined that segments were missing from the display but were unable to identify which specific segments were missing. Customer was asked to return the meter for further evaluation and a replacement was provided.